Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 20867847/5020819.

Event description:
It was reported that the patient was having discomfort at the ipg site and was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively, and all explanted devices will not be returned.